Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that a week after a refill the patient experienced withdrawal (really sick and like they had the flu). The pump was checked a month later and found to be completely full.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.